Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a damaged stent was found. While prepping the taxus express2 3.0x24mm drug eluting stent, they noticed the stent struts were "flared or sticking up". The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.